Manufacturer narrative:
This report is submitted on 14 september 2020.

Event description:
It was reported that the patient underwent skin revision surgery on (B)(6) 2020 to excise tissue at abutment site. The implanted device remains.

Manufacturer narrative:
This report is submitted on sepember 24, 2019.

Event description:
Per the surgeon, there was a skin revision on (B)(6) 2019 for skin overgrowth around the abutment. The patient was treated with a steroid injection and a topical antibiotic. The implant remains in-situ.